Event description:
In 2007, the lay patient contacted lifescan (lfs) alleging that his one touch ultra meter did not turn on. The complaint was classified based on the customer care advocate's (cca) documentation. The patient said the lfs product issue started five days earlier before noon. The patient took his usual dose of 7 units novolog insulin. The patient reported having blurred eyes [vision] and urinating after the product issue started. The patient denied receiving medical intervention because of the reported product issue. The cca noted that the patient replaced the meter battery per the owner's manual. The battery was correctly installed and the battery contacts were in good condition. The cca walked the patient through pressing the power button and inserting a test strip into the test strip port. The meter did not turn on with either attempt. The meter, test strips, and control solution were replaced. The complaint is reported because the patient alleges he was unable to obtain a reading on the lfs product and afterward experienced blurred vision and urination, which can be typical symptoms associated with hyperglycemia.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned. Lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.